Event description:
It was reported that during a transcatheter aortic valve procedure involving the evfxplus-29, a potential valve misload was noted on the fluoroscopic inspection prior to insertion with a frame overlap appearing slightly beyond the 4th node. Despite the observation, the implanting physician assessed the valve as acceptable and proceeded. During deployment, at approximately 80%, an infold in the valve frame became apparent. The valve was recaptured and withdrawn from the patient. A new valve was then loaded using a new delivery catheter system and compression loading system, confirmed a good load via fluoroscopic inspection, and was successfully implanted without further issues. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: product ID: d-evolutfx-2329 (lot: 0012728198); product type: 0195-heart valves; implant date: non-implantable device. Product ID: l-evolutfx-2329 (lot: 0012737814); product type: 0195-heart valves; implant date: non-implantable device select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated: b5, d4. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve procedure involving the evfxplus-29, a potential valve misload was noted on the fluoroscopic inspection prior to insertion with a frame overlap appearing slightly beyond the 4th node. Despite the observation, the implanting physician assessed the valve as acceptable and proceeded. During deployment, at approximately 80%, an infold in the valve frame became apparent. The valve was recaptured and withdrawn from the patient. A new valve was then loaded using a new delivery catheter system (dcs) and compression loading system, confirmed a good load via fluoroscopic inspection, and was successfully implanted without further issues. No patient complications have been reported as a result of this event. Additional information was received to report a procedural delay occurred as result of this product issue which required loading a new valve into a new dcs. The infold in the frame of the bioprosthetic valve was observed on the first deployment attempt. It was noted the patient's native valve leaflets were calcified; however, this was not considered a contributing factor to the infold observed. Additional information was received that a pre-implant balloon dilation was performed with a 24 mm non-medtronic (true) balloon. The level of calcification on the native valve leaflets was moderate-severe.

Manufacturer narrative:
Updated data: d9 h2 h3 h6. Product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory, visual analysis showed the device was received via fedex in two separate small, sealed bags enclosed in one large, sealed bag. The valve was fully submerged in a clear solution inside its original jar. The valve was discolored, showing evidence of blood contact. All leaflets were flexible and intact. All leaflets were in the closed position with leaflet 1 slightly open. All commissures were intact. Bent struts were observed adjacent to commissure 2-3 and on the outflow frame of leaflet 2. Due to the received condition, a deployment simulation to evaluate against the alleged event of infolding cannot be performed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Image review: one static image and one media file were provided for review. Patient¿s executive summary was not provided for anatomical review. Fluoroscopy valve load inspection was performed and a misload appeared to be present by overlap to node 4. Per medtronic best practices, overlap prior to node 4 is considered a good load; overlap at node 4 and beyond is considered a misload. As stated in the instructions for use (IFU), if a misload is detected, do not attempt to reload the bioprosthesis. Discard the entire system. The valve, catheter, loading system, loading tray, and saline must all be replaced with new sterile components. The valve was used for the procedure and during the implantation attempt an infold occurred. The infold is characterized by an inward fold or crease in the valve, extending from the inflow. Infolding could occur due a misloaded valve, anatomical characteristics such as calcium, and recaptures. If an infold is identified, the valve should be recaptured, removed from the body, and discarded. New sterile components must be used. It was reported that a new valve was used. Updated h.6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: a. Patient information: a1, a2, and a4. B5. A second paragraph was added. Additional codes. An annex f code was added. Corrected data: d. Suspect medical device full unique identifier (UDI) # medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve procedure involving the evfxplus-29, a potential valve misload was noted on the fluoroscopic inspection prior to insertion with a frame overlap appearing slightly beyond the 4th node. Despite the observation, the implanting physician assessed the valve as acceptable and proceeded. During deployment, at approximately 80%, an infold in the valve frame became apparent. The valve was recaptured and withdrawn from the patient. A new valve was then loaded using a new delivery catheter system (dcs) and compression loading system, confirmed a good load via fluoroscopic inspection, and was successfully implanted without further issues. No patient complications have been reported as a result of this event. Additional information was received to report a procedural delay occurred as result of this product issue which required loading a new valve into a new dcs. The infold in the frame of the bioprosthetic valve was observed on the first deployment attempt. It was noted the patient's native valve leaflets were calcified; however, this was not considered a contributing factor to the infold observed.